Event description:
It was reported that the coil protruded from the catheter's tip during removal and was difficult to remove; additional intervention was required. A 3mmx10cm idc-18 soft coil was selected for use on the gastroduodenal artery (gda). During the procedure, it was noted that the coil started unraveling in the gda, back into the direxion microcatheter. Furthermore, during removal, it was noted that the coil protruded from the microcatheter tip. The physician was only able to remove the coil by aspirating into an .035 diagnostic catheter and removing the entire system. He had to start over after the entire system was removed. Then, he decided to cancel the procedure after removing all catheters and the unraveled coil because he did not want to extend the procedure any longer. It was hard to get the unraveled coil out because he did not have a snare available. The procedure was extended by an hour due to the removal difficulty. No patient complications were reported.